Manufacturer narrative:
The purge cassette involved with the leak was disposed of/discarded by the customer and therefore, an evaluation of the device is not possible. Upon investigation closure, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant and while on support purge flow issues were encountered. On day seven of support, the purge flow decreased. The purge cassette had a leak and issues with purge system was resolved with a change of the cassette. The following week, now day 14 of support, the patient purge flow drifted to 7ml/hour; initial purge flow rate post implant 14ml/hour. The decision was made for 2mg/ 50ml anteplase protocol. The purge flow remained stable after tissue plasminogen activator at 11.6 ml/hour. Four days later, the patient was taken to the operating room for transplant. The impella was discontinued and removed by the cardiothoracic surgeon.

Manufacturer narrative:
The investigation for the purge leak-cassette has been completed. The product was not returned for investigation. Data log showed the slight decrease in purge flow as mentioned, where the purge leak was observed from the purge cassette. The cause of the purge leak issue was not determined since the product was not returned and sufficient clinical information was not provided. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ h.6 code 2199 was incorrectly reported on the initial manufacturer device report number 1220648-2024-15984. New codes have been added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-15984 in accordance with updated procedures.